Manufacturer narrative:
Litigation papers received. They provided information we have added to the complaint. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening and shifting of the asr cup to almost vertical. Little to no bone ingrowth on the cup. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates there was significant metal debris within the soft tissues and bony areas around the acetabulum.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.